Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the healthcare provider did not believe it was a malfunction, and wanted to speak to a manufacturer representative. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that as of the day before, the stimulator didn¿t seem to be working, and it was working fine prior to this sudden change. The patient had tried ¿different program¿ and tried increasing strength, but they didn¿t feel it. It was clarified that they felt something, but not the ¿strength of it,¿ and they wondered if it was more psychological. It was noted that they were up to 3.6, but previously that would have been way too strong for them. Troubleshooting confirmed that they saw the ¿stim on¿ icon. When asked about possible causes, the patient indicated that they had an EKG and CT scan. It was recommended that they follow up with their healthcare provider to discuss the sudden change in therapy. No further patient complications are anticipated or expected as a result of this event.